Event description:
After implantation but while still in cath lab pt experienced severe pain across back radiating to the chest. During hospitalization 3 weeks later to investigate cardiac symptoms another severe event of crushing pain required several doses of morphine to relieve. This pain is continuous and rangees from mild to severe, no one can tell them the cause. Pt did not have it prior to the stent and has had it since.